Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. The insulin received with power error detected alarm due to j6 connector resistance issue.

Event description:
The customer reported via phone call that insulin pump had pump error. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.